Manufacturer narrative:
(B)(4).

Event description:
Symptom: purge failure alarms 2, 3 and 5. Large helium leak occurred on patient(op). Findings/action taken: confirmed could reproduce symptom, replaced pcs. Performed several drain cycles and ran a helium leak test. Checked, all functions and signals. Unit checks ok. Fcn level: 11131416, software level: 2.24. Additional information received on 02/03/2017 from the hospital clinical engineer stated that the patient was taken off the pump and another pump was used. The patient came off the table and went to the ICU.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive iap parts or recorder strips for analysis. However, the reported complaint of "purge failure alarm" was confirmed by the field service agent. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for developing trends.

Event description:
Symptom: purge failure alarms 2, 3 & 5. Large helium leak occurred on patient(op). Findings/action taken: confirmed. Could reproduce symptom, replaced pcs. Performed several drain cycles and ran a helium leak test. Checked, all functions and signals. Unit checks ok. Fcn level: 11131416, software level: 2.24. Additional information received on 2/3/17 from the hospital clinical engineer stated that the patient was taken off the pump and another pump was used. The patient came off the table and went to the ICU.